Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (australia) received a scs system, including an ipg, on (B)(6) 2010. It was reported that the patient had slipped in the shower and fallen on the floor. Subsequently, the patient reported a change in stimulation and felt unintended stimulation in the back. The patient was reprogrammed, and no further patient complications were reported.